Manufacturer narrative:
Manufacturer report 2017865-2019-13947, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure after the physician connected the lead to the pacemaker, elevated pacing impedance values were observed despite reconnecting the lead to the device multiple times. The device was explanted and replaced. The patient's condition was stable throughout the procedure.